Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump, two cylinders and a reservoir were received for evaluation. A separation was noted in the pump bulb. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on all tubes of the pump. Two separations were noted in both cylinder bladders. Testing revealed these to all be sites of leakage. Microscopic examination of the surfaces of the separations in cylinder 1 revealed them to have a melted appearance, indicating contact with cauterizing instrumentation. The surfaces of the separations in cylinder 2 revealed them to have uniform striations, indicating contact with sharp instrumentation. No functional abnormalities were noted with the reservoir. Based on previous quality simulations and examination of the returned product, quality concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) may have been exerted on the pump bulb area to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation both cylinder bladders occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump is not working and the device won't inflate.